Manufacturer narrative:
(B)(4). Evaluation summary:the report of separation was confirmed based on sample analysis. A batch review was not performed as the lot number was unknown. The root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter japan reported that a patient found that the disconnect cap had separated from the transfer set. This was found after therapy had been finished. There was no patient injury or medical intervention. No further information is available.